Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate the device and replace the damaged lid. Following the repair, the device passed all the service inspections. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. There were no fluid leaks reported. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lid was contacted with a scope or a hard object caused by the user handling, or the lid cracked due to age deterioration. The following is included in the instructions for use and can detect the defect, "chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out."